Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. However, the air detector was found to be defective. There was no known cause of the reported issue, and the air detector was replaced.

Event description:
It was reported that the pump won¿t start and the black rubber on the seal is torn. There was no patient involvement.